Manufacturer narrative:
The reason for this revision surgery was the result of a patient's torn rotator cuff after 10.4 months of patient implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number. This is the (B)(4) complaint against this lot number. The root cause for the torn rotator cuff causing the conversion was not reported and could not be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient tearing their cuff; causing the turon to be converted to a reverse shoulder prosthesis.